Event description:
Medtronic is investigating manufacturing failures related to excessive flux contamination on a circuit board assembly that could cause incorrect or no therapy to be delivered to a patient. There have been no patient related events reported related to this issue.